Manufacturer narrative:
On july 23, 2015, additional information was received from the site regarding the cutting and sealing issues. During the procedure, the instrument did work in the beginning. The surgeon was aware that the sealing function was not working. The surgeon never received an audible tone to indicate or verify the sealing function was complete. Visually, there were no bubbles or smoke seen. The vessels that was being worked on was not highly calcified or in excess of 7mm in diameter. The surgeon was holding the master grips fully closed throughout the sealing cycle. The surgeon did not hear the two audible high pitch tones signaling that the generator has automatically stopped applying energy. There was no tissue effect seen and the system did not generate any errors or messages to indicate that the instrument was not coagulating or sealing. The surgeon did not attempt to use the cut function after attempting to seal. There was no bleeding observed and no report of patient injury. The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported complaint of not cutting or sealing. There was no trouble found. The instrument was installed on an in-house da vinci system and passed all testing. The instrument's electrode gap was within specification and the instrument passed the electrical continuity testing.

Manufacturer narrative:
The instrument has been returned to isi for failure analysis investigation; however, the evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted once the evaluation has been completed or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure, while using the endowrist one vessel sealer instrument, allegedly, the instrument did not seal. If the reported malfunction were to recur, it could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci surgical procedure, after the first fire, the endowrist one vessel sealer instrument no longer worked. It was observed that the endowrist one vessel sealer instrument was not cutting or sealing. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported. Several attempts have been made to reach out to the site to obtain additional information regarding the reported complaint and to date, intuitive surgical inc., (isi) has not been able to receive additional details.